Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. - this product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in warsaw, indiana manufactures a similar device in the united states under 510k number k945028. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on 2014. (B)(6) subsequently, a revision procedure was performed on (B)(6) 2015 due to loosening of the tibial tray. During the procedure, it was noted by the surgeon that the cement failed to adhere to the implant, but was well fixed to the tibial bone.